Event description:
The customer reported that the fluoro image was suddenly turned black out with no error message. He reboot the system and worked with no problem.

Manufacturer narrative:
The ge service rep checked the system, but found no problem.